Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. The implantable cardioverter-defibrillator exhibited post paced t wave oversensing and far p wave oversensing noted on the electrogram. Programming changes were made. No oversensing issues were observed after the changes. The patient's condition was stable.